Event description:
A hospital in (B)(6) reported that, the water entering the mr290 humidification chamber exceeded the limit line of the mr290 humidification chamber, and that the water overflowed into the breathing circuit and ventilator.

Manufacturer narrative:
The mr290 humidification chamber is being sent back to fisher and paykel healthcare, (B)(4). Method: there is no info on this to date. Results: no evaluation has been done pending the return of the device. Conclusions: info is insufficient at this time to make a conclusion.